Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that patient faced cannula issue on (B)(6) 2026 as the tubing caught in the door. Patient experienced the symptoms of stiffness in her lower legs last night on (B)(6) 2026 and had tremors. No further information available.